Manufacturer narrative:
The returned pump was visually inspected, and biomaterial was observed within the inlet. Based on the provided clinical information that the pump was properly positioned, and that the patient had tissue in the left ventricle, the root cause of the false positioning alarms was determined to be related to ingested biomaterial. The presence of biomaterial can reduce the ability of the pump¿s optical sensor to detect pulsatility. No data logs were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported false "impella in aorta" alarms during support. The decision was made to remove and replace the impella. There was no harm to the patient.